Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was having erratic readings on the pump. Prior to going to bed the cgm value was 60 mg/dl and the bg finger stick was 260 mg/dl. She went to bed and missed cgm high alerts while she was sleeping. During the time she stopped receiving cgm readings her blood glucose rose to over 400 mg/dl. She woke up a short time later and was not feeling well. The bg finger stick she obtained did not provide a number because the value was too high. Her sister called emergency medical services (ems), and after transport to the hospital the bg finger stick was 750 mg/dl and an insulin drip was started. After two days she was discharged home in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.